Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy w/ cholangiogram, the bag burst at the bottom when the surgeon tried to pull the bag out of the abdomen. Another bag was used to complete the case. There was no patient injury.